Event description:
It has been reported to philips that the customer was unable to perform imaging due to a broken tube window cover. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was unable to perform due to broken tube output window cover. Review of system logfiles cannot confirm the malfunction. During troubleshooting, fse found that the tube cover output window is pushed inwards and the glass disk in the tube at the bottom looks pushed through. Fse replaced the tube output window. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.